Manufacturer narrative:
(B)(4). A distributor evaluated the device, the power supply printed circuit board was replaced and the ventilator worked properly.

Event description:
It was reported that during installation a ventilator would not boot-up completely and the screen was blank. There was no patient involvement.